Event description:
Customer reported the x-ray switch is not working and problem with the cine function. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and coult not reproduce the reported problems. System operates as intended.